Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was noise on the electrogram (egm) due to electromagnetic interference on the implantable cardioverter de fibrillator (ICD). The patient was in a swimming pool at the time of the noise. The device remains in use. No patient complications have been reported as a result of this event.